Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had a low blood glucose (bg) level (value was not known) and due to the bg level, the customer fell down the stairs and received bruises. The customer's parents administered glucagon. The paramedics were called and fluid injections into the leg were administered. The customer thought that recent changes to the pump settings may have been a possible cause, but was unsure. Tandem technical support advised the customer to discuss the low bg with a healthcare provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) level was confirmed on 11/04/16. User often makes bolus requests without entering current bg level. Basal rate is set at .4 u/hr throughout the entire day. User has multiple basal rate profiles that all have different basal rate settings. Making bolus requests without entering current bg levels could lead to a low bg event. There was no evidence of device malfunction.